Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the blood glucose had run high. The blood glucose reading was 500 mg/dl. She treated with manual injection and brought the reading down to 89 mg/dl. The drive support cap appeared normal. The insulin pump passed the self test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.